Event description:
The user facility in (B)(6) reported the cutter stopped working during the procedure; however, the aspiration continued. The doctor replaced it with a cutter from a different lot and it worked well. No pt injury occurred.

Manufacturer narrative:
The device has not been received for evaluation at this time. A supplemental report will be filed, should the device become available for investigation.